Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that there was a white spot on the fitting component. Bd determined that the cause of the failure was associated to our assembly process. The white speck is excess solvent that was reintroduced onto the product during our flow testing. Corrective actions have been made to address the issue observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg valve tb 25cm had foreign matter the following information was provided by the initial reporter: contamination in the ll hub of several devices. Contamination inside the ll hub can be seen with the naked eye.